Event description:
Reporter stated two buttons on the infusion device are non-functional and the soft components are defective. No physiological effects were reported. The infusion device cannot be sent for evaluation due to legal and customs issues.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.